Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that the customer was hospitalized due to diabetic ketoacidosis (dka) and hyperglycemia on (B)(6) 2018 and the insulin pump may have under deliver the insulin. The customer stated that she was at the emergency room due to high blood glucose levels. The customer reported that she had high blood glucose levels of 33.3 mmol/l at the time of admission. The customer stated that the high blood glucose started on (B)(6) 2018. The customer stated that the blood glucose levels at the time of admission was 69.7 mmol/l. The customer treated the high blood glucose levels with insulin pump. It was reported that the customer was wearing the insulin pump at the time of event. The customer stated that the insulin pump did not alarm and the reservoir was empty. Troubleshooting was not done on the insulin pump at the time of the call due to clamp not available. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.